Manufacturer narrative:
Date of event - estimated date entered as exact date was not provided.

Event description:
It was reported that the artificial urinary sphincter was replaced six months earlier due to unspecified reasons. A new aus device consisting of a 4.0cm cuff, 61-0 cm h2o balloon and pump, was implanted on (B)(6) 2018. Further information was requested and not yet received. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.